Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The (B)(6) received an enquiry from a patient implanted with a depuy pinnacle acetabular system. Although, we have already responded back to them, I wanted to make you aware of this case and I expect that you will record the device type and failure mode in your records for trending purposes. We will also be monitoring this device type and failure mode on our surveillance database. The patient had a bi-lateral hip replacement and the system used was the depuy pinnacle acetabular system. After 6 and a half years, it failed and as a result when they were operated on with revision surgery, the consultant found pseudo tumours. Ever since the revision, they have suffered very bad nerve trouble in that leg but recently started to have urinary problems. They already sent the device off 2 years ago. Since the patient was only after some information from the (B)(6) about metal release and adverse effects and does not want to take this matter any further, I will not be able to provide you any further information on this case. I will not be taking any further action on this matter and my intention now is to close this file.

Manufacturer narrative:
A complaints database search and review of manufacturing records could not be conducted as no lot or product numbers were received. No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Without further information or return of products the root cause of the complaint cannot be confirmed. The complaint shall be closed with an undetermined conclusion and monitored though trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per (B)(4).